Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced multiple, on-going low blood glucose levels (bg) in the 30-40mg/dl range; cause was unknown. Reportedly customer consumed glucose tabs and carbohydrates to address their bgs. Tandem technical support recommended that customer discuss their diabetes management with their health care provider.